Event description:
It was reported that the device exhibited no pacing/outputs with a magnet and it was not possible to establish telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The no output and no telemetry conditions were the result of lifted hybrid bond wires.